Event description:
On (B)(6) 2016, the manufacturer was notified of the following: a perceval valve was implanted via full sternotomy after sizing and implanting the valve according to the IFU. In the tee, the valve showed aortic insufficiency after the patient came off bypass. The surgeon decided to go back on bypass. The perceval valve was explanted and a hancock ii size 23 was implanted. The patient came of bypass without issue. This reoperation resulted with an added x-clamp/cpb time of 60 minutes.

Manufacturer narrative:
A complete manufacturing and material records review for the perceval heart valve, model icv1211, sn (B)(4). And nitinol stent component has been performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the investigations performed, the event cannot be explained by any factor intrinsic to the involved device. According to the event narrative provided, the pvs27 was replaced with a hancock 23 which was implanted intra-annularly. Based on the comparative dimensions of the pvs27 relative to the hancock 23, this event is likely attributable to mis-sizing.

Manufacturer narrative:
Corrected data, initial MDR inadvertently omitted information that the device was received for analysis on dec 29, 2016 the explanted device was received for analysis on dec 29, 2016. The gross examination was completed jan 10, 2017. Visual examination was performed on jan 12, 2017. According to the procedure (current revision at the time of manufacture and release), no non conformities were observed. No particular not conformities were observed.